Event description:
The customer reported the device does charge the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device does charge the battery. There was no pt involvement. The device was evaluated by a philips fse. The issue was localized to the ac power supply. Note that the reported symptom is indicative of the device also failing to power up on ac power. The ac power supply was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. We are considering this a malfunction of the ac power supply. Replacement of the ac power supply resolved the issue.